Event description:
The advocate called for help with the customer's meter. He stated that the customer tested her blood glucose and received a reading of 516 mg/dl. She then medicated based on the reading. When the customer retested sometime later, her blood glucose had dropped to 23 mg/dl and paramedics had be called. The advocate did not provide any more info about the event. It's not known what blood glucose readings the paramedics received or if the customer received treatment. Several attempts were made to contact the customer for more info, but they were not successful. The customer's test strips and meter are to be returned for eval. Replacement products were sent to the customer.